Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. Photographic imaging inspection revealed broken electrode wire within the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced electrode extrusion. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. Photographic imaging inspection revealed broken electrode wire within the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. CT scan confirmed electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.